Event description:
It was reported that the patients' right hip was being revised due to the cables impinging on the bone. The proximal cone body, head and insert was revised. (B)(4) 2014: the sales rep. Confirmed that the reason for the revision was that the patient dislocated which caused the cables to snap and impinge on the patient's bone. He did not have specific product information available on the cables but they were dall miles.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown insert. It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.